Manufacturer narrative:
On (B)(6)/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 26-jul-2021, the product investigation was completed. It was reported that a male patient 73 years old born (B)(6)1948 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a left atrial appendage occlusion followed by a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice and a chest adhesive. The medical intervention provided was a pericardiocentesis and 600cc of fluid were removed. The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30523794m number, and no internal action was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a left atrial appendage occlusion followed by a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice and a chest adhesive. The medical intervention provided was a pericardiocentesis and 600cc of fluid were removed. The patient was reported to be in stable condition. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 6/1/2021, bwi received additional information regarding the event. The patient is a 73-year-old male. This adverse event discovered during use of biosense webster products. Event occurred during mapping phase, ablation catheter was not the cause of the event but was in the body and on low flow settings 2ml/min. There were no error messages that occurred during the procedure. No ablation was performed, and no steam pop occurred. A transseptal puncture was performed with sjm brk needle and sl sheath. The physicians opinion was that the pentaray catheter/sheath were advanced into the appendage causing the potential perforation. The patient improved but required further observation and the rest of the case was aborted. The patient required extended hospital stay for further observation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).